Event description:
One used sample was received for evaluation. During tightness test, a leak was found between tube pvc and white part adapter with blue safety clamp. Additionally, a free flow tightness test and a practice test were performed on one retain sample. The results were satisfactory. Review of batch documentation also did not reveal any nonconformities. The most probable root cause of the customer reported leak is not enough glue was used during the manufacturing process.

Event description:
The customer reported leakage at unknown site. One sample is available for evaluation however the sample has not yet been received.